Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. The customer reported nurse call alarming continuously while testing. The remote service engineer (rse) confirmed the failure. The customer ordered the correct cable with the service engineer's help, and later it was installed. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
The customer reported nurse call alarming continuously. The unit was not in use.